Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported separation and treatments appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat two de novo lesions with no tortuosity and mild calcification in the circumflex (cx) and mild calcification in the left anterior descending (lad) coronary arteries. The ht pilot 50 guide wire was advanced to the target lesion in the cx and left in place after the lesion was treated to secure the vessel as treatment of the lesion in the lad was completed. Another guide wire was advanced down the lad and a microcatheter was used to advance the stent delivery system down to the lad. Then, the pilot 50 guide wire was removed from the cx; however, once the microcatheter was advanced down the guiding catheter and into the lad, a separated distal portion of the pilot 50 guide wire came down with it. The physician noted no resistance when removing the pilot 50 guide wire or any differences during use. Four balance middleweight (bmw) guide wires were advanced into the left main and spun together, twisting around the separated guide wire tip and removed. Another guide wire was used to complete the procedure. All lesions were treated successfully. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.